Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis.no lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system sp1a.210812.016.g970usqu9ixe3 cloud - smartphone hardware sm-g970u cloud - cgm sensor type g7.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached an unknown level. Symptoms reported include excessive urination, dry mouth, no energy, in a fog, feeling awful. The patient was treated with something to coat his stomach and esophagus with liquid, insulin and fluids. The patient was released 9 hours later. The pod was not worn when seeking medical attention since the pod was not communicating with the omnipod app.